Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted. No additional information has been provided.

Manufacturer narrative:
Additional data: a2, a3a, b5, b6, b7, h6.

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted from the right eye due to blurry, decreased vision.